Manufacturer narrative:
This report is submitted on november 20, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to a tip foldover of the electrode array within the cochlea. The patient was reimplanted with another cochlear device during the same surgery.